Event description:
Percutaneous coronary intervention (pci) was performed by radial approach to treat a 90% stenosed lesion with moderate tortuosity in the left anterior descending (lad) middle artery. A stent was implanted in the lad middle and the intravascular ultrasound (ivus) catheter was used for post-ivus. The physician relates that gauze placed under the ivus catheter during withdrawal from the exit site, might have entwined with the guide wire and the ivus catheter tip near the guidewire exist port. This maneuver possible contributed to the tip detachment.

Manufacturer narrative:
The tip was disposed at the hospital.